Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. Root cause could not be determined from the info provided by the customer. As of (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #304230 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. As of (B)(4) 2013, (B)(4)discrepant result complaints were reported for lot #324811 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time as product deficiency has not been established.

Event description:
Caller alleged discrepant inratio2 results. Results are as follows: date: (B)(6) 2013, lot: 304230, inratio2: 4.4; (B)(6) 2013, 324811, 1.2, retest: 1.4. All results were taken on the same day. Customer did not specify the time differences between testing on the two lots. Repeat tests using lot #324811 were taken within minutes of each other. Therapeutic range: 2.5-3.5.